Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was received for evaluation but does not reflect the full date range of issue. The complaint could not be confirmed. A root cause could not be determined.